Event description:
Cinar c, bozkaya h, oran I. Endovascular treatment of cranial aneurysms with the pipeline flow-diverting stent: preliminary mid-term results. Diagn interv radiol. 2013; 19:154-164. A total of 45 patients with a median age of 50 years, had a total of 55 intracranial aneurysms that were treated with the pipeline embolization device between nov 2009 and dec 2011. The patients (32 females and 13 males) were diagnosed with aneurysms that included varying characteristics. All patients were placed on dual antiplatelet medications (aspirin, clopidogrel and/or ticlopidine) and were administered heparin intra-operatively. All patients were admitted one day before the procedure and discharged after 36-72 hour post the procedure. Case #42: a (B)(6) year old female pt was treated for a large saccular aneurysm measuring 10mm x 5mm that was located in the paraophthalmic segment of the ica (internal carotid artery). The pt underwent pipeline embolization treatment on an unspecified date. During the procedure, it was reported the pipeline did not fully expand and there was acute thrombosis/thrombolysis. Balloon angioplasty (an option presented in the instructions for use, u.s.) Was required. At the 6 month f/u, there was complete occlusion of the aneurysm. At 7 month f/u, the pt was still on clopidogrel.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it was implanted in the pt. (B)(4).